Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they had a keypad anomaly. The mother stated the act button on the insulin pump was not functional. Customer's blood glucose was 425 mg/dl. Customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.